Event description:
Customer reported that the insulin pump would not hold the reservoir and that it would not accept the number entry during a bolus. She stated that she had removed the batteries and received a button error alarm, which could not be cleared. She stated that she changed the battery and then all of the buttons became unresponsive. The blood glucose reading was 165 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.